Event description:
Surgical database report of broken i.m nail found at the time of follow up. Review of pt x-rays shows nail breakage at the non-union of the original fracture site. Surgery was required to exchange broken i.m nail. Cause of breakage was full weight-bearing on non-union. No indication of product defect.